Manufacturer narrative:
This complaint was received via FDA email and has been reported to FDA. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a complaint via email from the FDA which reported the following information: a delivery issue with an abbott diabetes care (adc) device was reported. Customer reported they were "unable to obtain a freestyle libre 2 from abbott "; no information on why the customer was unable to obtain a device was reported. Additionally, customer reported ordering and receiving two separate shipments of freestyle libre 3 through st. Josephs medical that shipped from two different distribution locations, but customer returned both shipments; no reason for return was reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.